Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 90, 80, 164 mg/dl. Tests were done within 10 minutes with a difference of 45%. Pt did not experience any adverse events. No further info has been report.